Manufacturer narrative:
(B)(4). The customer reported that they are getting a device a pads cable failure with multiple pads/therapy cables. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they are getting a device a pads cable failure with multiple pads/therapy cables. There was no patient involvement.